Manufacturer narrative:
(B)(6). The lot was manufactured november 14, 2017 - november 15, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused. The reporter indicated that after 14 hours of therapy, 116ml had been infused. It was unknown how much solution remained after the disconnection. The device had been filled with flucloxacillin in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.